Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. Approximately 16.5 cm from the distal tip is a 5 mm section of bare core wire. The coating has rolled over itself towards the distal end. Due to the condition of the device, it cannot be determined if a small section less than 1 mm is missing. The length of the returned wire guide is 184.5 cm. Therefore approximately 294.5 cm of the wire guide was not returned. The proximal end of the returned section appears to have been cut. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. The coating of the wire guide stripped off the wire while extracting a fusion balloon. The hydrophillic coating separated but did not detach from the wire guide. After this event occurred, the technician cut off the back end of the wire guide to shorten it in order to put a looped tip wire guide over this [one] to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.